Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI on (B)(6) 2016. The patient was able to continue using the device without issue until (B)(6) 2020, when the patient developed a skin issue. Surgery to replace the magnet was completed on (B)(6) 2020. The implanted device remains.